Event description:
It was reported that the compressor motor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the compressor motor did not start. Our field service engineer has investigated the reported compressor on site. The capacitor for motor was replaced to resolve the issue and sent back for investigation. The returned capacitor has been tested in a compressor. The motor of the compressor didn't start up, and it alarmed for low pressure. The capacitor is faulty. However, it was not possible to find the reason for the capacitor failure. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation.